Event description:
The customer received a blood glucose reading of 128mg/dl on the contour link, retested on a different meter and the reading was 386mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter was sent to her.